Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access syste/ 0022m was positioned in the laa using a pigtail catheter. The 24mm watchman laa closure device and delivery system was advanced and the closure device was deployed. After three partial recaptures, the device met criteria and was released in the laa. A perforation and pericardial effusion with tamponade occurred. Pericardial drainage was performed for 24 hours and 500ml blood was collected. The following day, the bleeding stopped and the drain was removed. There were no further patient complications. The patient was fine. The patient remained hospitalized for a pacemaker implantation. One week post procedure follow up showed no pericardial effusion.

Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa using a pigtail catheter. The 24mm watchman laa closure device and delivery system was advanced and the closure device was deployed. After three partial recaptures, the device met criteria and was released in the laa. A perforation and pericardial effusion with tamponade occurred. Pericardial drainage was performed for 24 hours and 500ml blood was collected. The following day, the bleeding stopped and the drain was removed. There were no further patient complications. The patient was fine. The patient remained hospitalized for a pacemaker implantation. One week post procedure follow up showed no pericardial effusion. It was further reported that the perforation was noticed after the third recapture before the final release.